Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc), battery depletion (bd), and charge timeout (CT) codes. Review of device data by boston scientific technical services determined the battery appears to have an irregular and unpredictable drop in battery voltage. The device failed a manual charge, which was likely due to the depleted state of the battery. Device replacement was recommended due to the presence of the lc, bd, and CT codes. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this s-ICD was performed. Review of the device memory noted a charge time fault. The device case was removed to facilitate further analysis. Internal visual inspection did not reveal any abnormalities. The battery assembly was isolate from the circuit and connected to an external power source which was able to start up normally. The battery of sent for further analysis were no breach or root cause could be established. The premature battery depletion allegation was confirmed as one of the three batteries in the assembly was not operating appropriately, however a root cause for this failure could not be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc), battery depletion (bd), and charge timeout (CT) codes. Review of device data by boston scientific technical services determined the battery appears to have an irregular and unpredictable drop in battery voltage. The device failed a manual charge, which was likely due to the depleted state of the battery. Device replacement was recommended due to the presence of the lc, bd, and CT codes. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc), battery depletion (bd), and charge timeout (CT) codes. Review of device data by boston scientific technical services determined the battery appears to have an irregular and unpredictable drop in battery voltage. The device failed a manual charge, which was likely due to the depleted state of the battery. Device replacement was recommended due to the presence of the lc, bd, and CT codes. The s-ICD remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.